Event description:
Device is currently going through FDA assessment. Non-disclosure of a device malfunctioning during surgery. Malfunction was caused by the catheter coming apart during surgery whilst in the eye of the patient. Internal report was made but not transmitted to authorities as "patient didn't suffer any consequences".